Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported the patient was warm and peripherally well perfused and the ds100a was reading an sp02 of 100%. The abg (arterial blood gas) result at the same time on the same patient, indicated a sao2 of 80%. They removed and replaced the ds100a with a maxai sp02 sensor and the readings were was more accurate. There was no patient harm reported.